Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the patient suddenly complained of breathlessness and bradycardia. The patient had developed a pericardial effusion during positioning attempts of the right ventricular lead (rv). Medication was given and a pericardial drain inserted. The lead remains in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.